Event description:
It was reported the implant cracked while inserting it into the patient. The cracked implant was implanted in the patient. The surgeon was not concerned and was satisfied with the post operative x-ray.

Manufacturer narrative:
The device involved in the reported incident will not be returned for evaluation. A review of the device history record showed no anomalies. Root cause failure analysis is not possible due to parts not returned. Based on the reported information and the investigation results provided integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.